Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the stimulation being too high was not determined. The rep attempted reprogramming, but the issue was unresolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep suggested that the patient decreased the stimulation if they lose bowel control. No further complications are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the stimulation was covering the patient¿s anterior legs, bowels, and low back. It was reported that in order for the patient to get relief in the low back, the stimulation had to be too strong in the other areas, which causes a loss of bowel control. Reprogramming was attempted, but it did not decrease the tingling in the anterior of the patient¿s body. The ability for the patient to adjust the pulse width and rate was opened up. It was also reported that the patient felt that the patient programmer batteries deplete too quickly. No further complications are anticipated.